Manufacturer narrative:
The biomedical engineer (bme) reported that the patient's heart rate on the strip is showing a heart rate of 70, but when measuring it on the strip, the technician arrived at it being a heart rate of 101 from this central nurse station (cns). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the patient's heart rate on the strip is showing a heart rate of 70, but when measuring it on the strip, the technician arrived at it being a heart rate of 101 from this central nurse station (cns). No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the patient's heartrate readings from the tele showed a heartrate of 70 but at the central nurse's station (cns), it showed a heartrate of 101 when the technician measured it on the strip. There was no patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the patient's heartrate readings from the tele showed a heartrate of 70 but at the central nurse's station (cns), it showed a heartrate of 101 when the technician measured it on the strip. There was no patient harm reported. Investigation summary: the customer did not respond to follow-up attempts. The issue could not be confirmed. Nk will continue to monitor and trend on the reported issue. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 03/14/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 03/19/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 03/28/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.